Event description:
This spontaneous case was reported by a regulatory authority and describes the occurrence of back pain ("disabling pain in the back") in a female patient who received essure (batch no. B44012). The occurrence of additional non-serious events is detailed below. In 2013, the patient started essure. On (B)(6) 2013, 2 months after starting essure, the patient experienced back pain (serious criteria disability and clinically significant/intervention required), memory impairment ("loss of memory"), disturbance in attention ("lack of concentration"), fatigue ("fatigue"), weight increased ("weight gain") and constipation ("constipation"). The patient was treated with surgery (appointment was planned to remove essure via salpingectomy or via hysterectomy.). At the time of the report, the back pain, memory impairment, disturbance in attention, fatigue, weight increased and constipation outcome was unknown. The reporter provided no causality assessment for back pain, memory impairment, disturbance in attention, fatigue, weight increased and constipation with essure. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and two months later had disabling pain in the back. At the time of the report, she had an appointment planned to remove essure. This event is anticipated in the reference safety information for essure. Back pain may have multiple causes including musculoskeletal, neurological and gynecological. In the present case, limited information was provided. Consumer´s medical history and concurrent conditions were not mentioned. Given the compatible temporal relationship and lack of alternative explanation, causality cannot be excluded. Non-serious events were also reported. This case was regarded as incident, in line with health authority's assessment, since device removal will be required. A product technical analysis is expected. Further information was not available.

Manufacturer narrative:
This case was reported via regulatory authority (B)(6) (reference number: (B)(4)) on 22-dec-2016 and was forwarded to bayer on 23-dec-2016. This spontaneous case was reported by a regulatory authority and describes the occurrence of back pain ("disabling pain in the back") in a female patient who had essure (batch no. B44012) inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On (B)(6) 2013, 2 months after insertion of essure, the patient experienced back pain (seriousness criteria disability and intervention required), amnesia ("loss of memory"), disturbance in attention ("lack of concentration"), fatigue ("fatigue"), weight increased ("weight gain") and constipation ("constipation"). The patient was treated with surgery (appointment was planned to remove essure via salpingectomy or via hysterectomy.). Essure treatment was ongoing at the time of the report. At the time of the report, the back pain, amnesia, disturbance in attention, fatigue, weight increased and constipation outcome was unknown. The reporter provided no causality assessment for amnesia, back pain, constipation, disturbance in attention, fatigue and weight increased with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: back pain. The analysis in the global safety database revealed 266 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number b44012 (production date 25-jun-2013, expiration date 30-jun-2016). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore, no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 24-apr-2017: narrative corrected: onset date of "event." Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and two months later had disabling pain in the back. At the time of the report, she had an appointment planned to remove essure. This event is anticipated in the reference safety information for essure. Back pain may have multiple causes including musculoskeletal, neurological and gynecological. In the present case, limited information was provided. Consumer´s medical history and concurrent conditions were not mentioned. Given the compatible temporal relationship and lack of alternative explanation, causality cannot be excluded. Non-serious events were also reported. This case was regarded as incident, in line with health authority's assessment, since device removal will be required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information was not available.

Manufacturer narrative:
Quality-safety evaluation of ptc: lot number b44012 (production date 25-jun-2013, expiration date 30-jun-2016). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 23-jan-2017: quality safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and two months later had disabling pain in the back. At the time of the report, she had an appointment planned to remove essure. This event is anticipated in the reference safety information for essure. Back pain may have multiple causes including musculoskeletal, neurological and gynecological. In the present case, limited information was provided. Consumer´s medical history and concurrent conditions were not mentioned. Given the compatible temporal relationship and lack of alternative explanation, causality cannot be excluded. Non-serious events were also reported. This case was regarded as incident, in line with health authority's assessment, since device removal will be required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information was not available.